Event description:
It was reported that the ar-3680 was not seated in the bone all the way after removing the inserter and the guide. The rep reported this is the second case the surgeon has used this device and he does not feel as if the guide allows them to drill deep enough.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. The device was not received for evaluation, and no photos of the failure were provided. Per the event description, the most likely cause(s) for the reported failure can be attributed to user error or improper device surgical techniques. According to dfu-02222 at revision 2. G. Precautions. 1. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 3. Assure that all knots have been secured using accepted surgical knot-tying techniques. Adequate knot security requires the accepted surgical technique of flat, square ties, with additional throws as warranted by surgical circumstance and the experience of the surgeon. The use of additional throws may be particularly appropriate when knotting monofilaments. Care should be taken to prevent damage to surrounding tissue or user puncture due to improper handling of the needlepoint. The method of bone preparation employed during the procedure and the bone quality encountered were not provided.